Event description:
Reportedly the pt obtained the security access code used to program the pump. The pt used this code to program his pump to administer a dose of demerol higher than what was prescribed. The attending nurse found this situation and the pt did not require any treatment. The pt described to the nurse how he managed to perform this task. Biomed tested this pump after this event and did not find a problem with the operation of the device. The pump is not being sent in for evaluation.